Event description:
It was reported that revision surgery was performed due to a malpositioned acetabular cup and pain. The patient's left hip was revised approximately 2 years after insertion. Revision surgery time was reportedly extended by approximately 31-60 minutes.